Event description:
It was reported while performing an atrial fibrillation ablation procedure, the irrigation port broke from the handle. There were no consequences to the patient. Patient status post-procedure was listed as good.

Manufacturer narrative:
(B)(4). We are awaiting device return. If the device is returned for evaluation, a follow-up report will be submitted with the results of our investigation.